Event description:
It was reported that during procedure, the subject coil was protruded out of the aneurysm as the subject device was too large to sit uniformly across the neck. Therefore, the stent was used because of the coil protrusion near the neck/parent vessel. The procedure was completed without clinical consequences to the patient. Patient just completed 2 month follow up with mrs (modified ranquin scale) and nihss (national institute of health stroke scale) of 0.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The physician reported that the loop protruded as the device was too large to sit uniformly across the neck. There were no reported issues during delivery, placement or detachment and there is no allegation of a device malfunction. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned. H3 other text : the subject device was implanted